Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the lead was unable to be fully inserted into the header of the device. Additionally, the set screw was unable to be loosened after it was tightened onto the lead. The device was implanted successfully and the patient was stable.